Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was replaced on (B)(6) 2020 and the event resolved. It was indicated the pump would not be returned as it was not saved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving sufentanil forte (50.0 mcg/ml at 32.042 mcg/day) and clonidine (150.0 mcg/ml at 96.13 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient experienced withdrawal symptoms due to recurrent motor stall. The event date was reported to be (B)(6) 2020. The patient was on oral medication to reduce the withdrawal symptoms. The pump would be replaced in the future, but it was unknown if the replacement was scheduled. The issue was not resolved. The patient status was alive - no injury. Contributing factors to the event were unknown. Further complications were not reported. Pump logs from an interrogation on (B)(6) 2020 09:59 indicated the pump was currently in a state of motor stall.